Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. E2330 - pain. E1310 - urinary tract infection. The following imdrf impact codes capture the reportable events of: f1202 - disability. F12 - serious injury/illness/impairment.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. Please refer to MFR report 2124215-2025-25183 for the associated device. It was reported that the patient had a solyx sis system and upsylon y-mesh system device implanted during a procedure and has since experienced complications, including mesh erosion, vaginal discharge, frequent urinary tract infection, mixed incontinence, vaginal atrophy, recurrent rectocele, vaginal prolpase, perineocele, pelvic pain, further or worsening urinary problems, depression, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.